Event description:
The user facility reported to have identified a cluster of three patients that tested positive for mycobacterium immunogenum from samples obtained from bronchoscopy procedures. The user facility reported that this device had been cultured and tested negative.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation of the device noted a scratch on the bending section cover and patchy discoloration on the insertion tube. There was a yellowish residue noted on the exterior of the instrument channel port. The bronchoscope's instrument channel was examined, and white and orange residue was observed in the instrument channel port, suction port and distal end of the instrument channel. As part of the investigation with this matter, an olympus endoscopy support specialist (ess) visited the user facility and noted some deviations from the recommended reprocessing as described in the device instruction manual. The cause of the reported phenomena cannot be conclusively determined at this time. However, based on the results of the device evaluation, insufficient reprocessing cannot be ruled out as contributory factors. This report is being submitted as a medical device report in an abundance of caution. Cross reference MFR. Report number: 8010047-2010-00124 for a related report. The subject device of this report was said to have been used in conjunction with the device referenced in MFR 8010047-2010-00124.

Manufacturer narrative:
Oca undertook a retrospective review of its MDR files for the period of january 2005 to april 2015. Based upon this review, we are submitting this MDR to separately account for each of the three patients involved in this event. (B)(4). Please cross reference MFR. Report numbers: 8010047-2010-00124 and 2951238-2016-00149 to account for the three patients as referenced in the original report.